Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Investigation summary: field technician stated issue of failed real time clock battery voltage test confirmed. On 31-oct-2024, pcu device was received unboxed and with paperwork. Used asm to run battery status on the unit and verified failed rtc battery voltage. Internal investigation revealed a faulty logic board when swapped with a known-good one. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center to replace faulty logic board. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had battery fail real time clock voltage. There was no patient involvement.